Event description:
Healthcare professional reported right side "the patient above presented with hardened breasts, local pain and retraction, without improvement with clinical treatment, compatible with becker grade IV capsular contracture." Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.